Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pad units will not power down when the on/off button is pushed.

Manufacturer narrative:
Exemption number e2015058. The history log showed the pad-pak was first installed successfully on the (B)(6) 2012 and performed to specification up to the (B)(6) 2015. Multiple manual power ups of ten minutes duration were observed in the device memory between the (B)(6) 2015 and the last log entry on the (B)(6) 2016. The pad-pak became depleted during this time. The returned pad-pak was inserted into the device and the device passed a self-test. The device delivered a test shock without fault and an acceptable measurement was recorded. The current drain of the device could not be measured in standby mode as the device would not power off. On power up most of the instructional leds remained illuminated, this indicates a fault. Investigation found the reported fault can be attributed to membrane failure due to moisture ingress. The corrosion on the on button and the j11 connector resulted in the device switching on automatically, this resulted in multiple manual power ups of ten minutes duration. The device switching on automatically may appear to the user as the device failing to switch off. This corrosion led to a short circuit which resulted in overvoltage and damage to the microprocessor. Upon visual inspection of the device the upper lid appeared discoloured while corrosion on the contact collars, speaker, on/off button and shock key would indicate that the device was subject to moisture ingress resulting from adverse storage conditions.